Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient experienced a low blood glucose less than or equal to 40 mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received food/drink as treatment. It was noted that the patient has been working on this problem for a while with their health care provider. During troubleshooting with customer technical support, it was noted that the basal rate was adjusted. It was unknown whether the boluses were recorded as programmed. The basal delivery totals in the total daily dose matched the active basal program, the basal history matches the active basal program and the bolus totals matched. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery.